Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019 that the display device showed a transmitter failed error on (B)(6) 2019. The complaint states that a transmitter failed error was reported. Data was provided for investigation. Confirmation of the complaint was confirmed via data. The probable cause was determined to be a low transmitter battery via data.